Event description:
It was reported through the research article ¿novel plug device for heartmate 3 explantation: first multicenter experience¿ that heartmate 3 (hm3) may be associated with bleeding. This retrospective study followed patients who had their hm3 explanted between (B)(6) 2018 and (B)(6) 2021. Several patients had complications while on left ventricular assist device (lvad) support prior to their explant. One of these patients was an 18-year-old man that had epistaxis. A right heart catheterization (rhc) and echocardiography were performed. The patient underwent a device explant and was implanted with a novel apical ring plug for myocardial recovery. Date of event is approximate as the data were collected between (B)(6) 2018 and (B)(6) 2021.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Author information: mariani, silvia from the department of cardiothoracic, transplantation and vascular surgery, hannover medical school, hannover, germany. Department of cardio-thoracic surgery, heart and vascular centre, maastricht university medical centre (mumc+), maastricht, netherlands. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported epistaxis could not be conclusively established through this evaluation. The specific device serial number was not provided, and no product was available for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) are currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.